Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was in back-up vvi mode. The device was automatically downloaded and normal pacemaker function was restored. The patient is stable.